Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was implanted and secured to the implanted leads; however, spontaneously lost pacing during pocket closure. External pocket manipulation was performed, and lost of pacing continued. The ipg was explanted and replaced. In addition, with all attempts to implant the right ventricular (rv) lead it was not possible to secure at the target location. The rv lead was exchanged and replaced. No patient complications have been reported as a result of this event.